Event description:
Procedure: gynecology. Reportedly, the tip of instrument disengaged from the device and fell into pt's cavity. The tip was retrieved by the surgeon without incident or injury. No reported injury to the pt.